Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was loss of capture and increased pacing impedance noted on the right ventricular (rv) lead. During a revision procedure to replace the rv lead, the helix was unable to be retracted. The rv lead was finally capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and increased pacing lead impedance could not be confirmed. The other reported event was lead stuck in the device. As received, only the distal portion of the lead was returned in one piece already removed from the device. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage. The lead was unable to be tested with a device due to procedural damage at the connector region.